Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer's field service engineer (fse) evaluated the ventilator. Checked unit out for mc board speaker failure. Confirmed by powering on the v60 and listened to which speaker was active. The unit passed all testing and operated within the manufacturing specifications and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an alarm led failure. There was no patient involvement.